Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of peritonitis was break in aseptic technique. The hp was treated vancomycin (dose, frequency and route unknown). The hp was re trained and was reported to be recovering.

Manufacturer narrative:
(B)(4). Additional information provided: the patient experienced recurrent peritonitis. The cause of peritonitis was again break in aseptic technique/touch contamination. The patient was treated with vancomycin 1 gram times 4 doses (route not reported).

Manufacturer narrative:
(B)(4). Unknown date in 1978. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.